Event description:
A biomedical engineer reported that the software became unresponsive during navigation of a functional endoscopic sinus surgery (fess). They rebooted the system and were able to use the system to complete the case without any issues. No impact to the pt's outcome was reported.

Manufacturer narrative:
It was determined that the user had enabled the 'update while foot switch is pressed' option in the software-this causes the system to prevent navigation unless the foot pedal is continually pressed. System performing as designed. User training resolved the issue.